Manufacturer narrative:
Qn #(B)(4). The customer returned one 3-l catheter for evaluation. Visual inspection of the catheter revealed there was a large cut in the proximal extension line near the juncture hub. The separation point of the cut was smooth and uniform, which is consistent with damage due to contact with sharps. The total length of the catheter body measured 219 mm which is within specifications of 207-227 mm per catheter graphic drawing. The outer diameter of the proximal extension line measured 2.149 mm which is within specifications of 2.130-2.210mm per proximal extrusion graphic. The inner diameter of the proximal extension line measured 1.4224 mm which is within specifications of 1.42-1.50 mm per proximal extrusion graphic. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile saline solution , to establish patency and prime lumen(s)." When the proximal line was flushed, water leaked from the cut in the extension line. No leaks were observed when the distal and medial lumens were flushed. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The proximal extension line contained a large cut near the juncture hub. The catheter passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the customer description and the sample returned, user error - contact with sharps, likely caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The catheter was inserted in the internal jugular vein. After 30 minutes, a leak was found in the extension line. The catheter was replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The catheter was inserted in the internal jugular vein. After 30 minutes, a leak was found in the extension line. The catheter was replaced. No patient harm reported. The patient's condition is reported as fine.